Event description:
It was reported via a trial that on (B)(6) 2010, eight days after the patient underwent stenting in the right internal carotid artery with the rx acculink stent, the patient experienced a seizure and was found to have a glucose level of 515. The patient had a second seizure in the emergency room that resolved with the administration of ativan. The patient was in the hospital from (B)(4) 2010 through (B)(6) 2010 with a diagnosis of new onset diabetes mellitus. The CT scan of the head and MRI were negative. The patient was discharged with insulin and has not had any more seizures since (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). Seizures may occur during this type of procedure and as listed in the instructions for use is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the patient symptom. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.